Manufacturer narrative:
Product complaint # (B)(4). Additional information: h 6. Type of investigation . A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested, and the following was obtained: what is the current status of the patient? -there has not been an update on this patient's status. The surgeon mentioned he would update when improvements are made. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an anterior cervical disc fusion procedure on (B)(6) 2024 and absorbable hemostat was used. Post-op most of the product appeared to be affective, but they noticed post-op that there was an issue because the patient was unable to move their legs, potentially paralysis, but it has not been confirmed if permanent or not yet. They are going to operate again to remove any product that may impede upon the spinal cord. Appears he used the product and what was left behind he suspects impedes on the nerve roots or spinal cord. There is also no confirmation that the absorbable hemostat is what he believes is causing the paralysis. Doctor is very familiar with the absorbable hemostat and aware they are absorbable but is relatively new to the powdered product. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: 1. Please provide the following patient demographic information, if available: age, gender, weight, bmi at the time of index procedure? 56 year old female, bmi of 32. 2. What was the date of procedure? (B)(6) 2024. 3. What were the diagnosis and indication for the index surgical procedure? Cervical myelopathy, procedure cervical laminoplasty, posterior approach. 4. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. Cervical myelopathy, spinal cord signal change. 5. Was there any intraoperative concurrent use of other products? Surgiflo, nu-knit. 6. What is the lot number? 1011b6. 7. What was the intended use of the surgicel powder? Was it used to address active bleeding or used prophylactically? Hemostasis on soft tissue to address active bleeding. 8. Where exactly was the surgicel powder used (on what tissue)? Use on the muscle before closure, removal of the lamina created an opening that exposed thecal sac, clot formed on soft tissue could have entered this space and pressed on thecal sac. 9. How much surgicel powder was used during the procedure? Just enough to cover the soft tissue, 1/3 of product used. 10. Was the surgicel powder product left in place or was the excess powder irrigated and removed? Excess powder irrigated and removed over thecal sac. Powder on muscle left to not disrupt the clot. 11. What was the onset date of the paralysis? Post-op day 1, patient was healthy, did pt, and walked a few steps. Night of day 1, patient¿s legs ¿felt stiff.¿ weakness observed 36 hours post op, and then motor function lost. Re-operation occurred on august 1st to intervene. 12. Has any surgical or medical intervention been performed? Removed product, washed out incision and closed again. 13. What is physician¿s opinion as to the cause of or contributing factors to this event? The powder expanded into the area of the missing lamina, pressing on the dura. Did not happen on side with lamina in tact. 14. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative paralysis? No. 15. What is the patient¿s current status?no feeling or ability to move from the waist down. 16. What is the users experience w/ surgicel powder and other hemostatic agents? 3-5 cases of powder, surgicel 13 years with original and nu-knit. The surgeon is not alleging any deficiency against the surgicel nu-knit or surgiflo. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.